Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the asymptomatic patient presented in-clinic for a routine follow-up. The lead exhibited low r-waves and loss of capture due to dislodgement. When repositioning was unsuccessful, the lead was explanted and replaced.